Manufacturer narrative:
The cartridge was not available for return. Siemens review of the instrument files show that there is evidence of benzalkonium interference during the suspect sample times on rp500 38627. Benzalkonium is a known interfering substance for the na+ sensor as listed in the rp500 operator's manual. It appears that the sensors had been exposed numerous times throughout the use of this cartridge, sometimes causing intermittent na+ calibration errors.

Event description:
The customer reported discordant sodium results from one rp 500 when compared to another rp 500 at the same site. There was no reported injury due to this event.